Event description:
It was reported the catheter was being inserted into the pt's subclavian in the emergency room during a code blue. A new kit was opened and when threading the wire through the introducer needle the wire kinked. As a result another kit was opened and placed. The pt expired.

Manufacturer narrative:
(B)(4). The device was discarded.